Event description:
It was reported the video processor was unable to display image. There were no reports of patient harm.

Manufacturer narrative:
The customer spoke to technical assistance center (tac) and was instructed to select the serial digital interface (sdi) input on the monitor menu; however, the issue persisted. Tac concluded that the sdi cable was faulty by connecting the cv-190 to provation with a different sdi cable. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.